Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment, the physician had difficulty retracting the j segment. After some manipulation, the physician was able to retract j segment and the locator was removed, but the j segment was missing. The physician was unable to visualize the j segment via fluoroscopy. No patient complications were reported.